Manufacturer narrative:
Multiple attempts to obtain further information were made, however, they were unsuccessful. No further information is available. The device remains at the customer suite. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device showing the error message "defibrillation disabled" during the operation check. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The component code was corrected to include "battery".